Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when deflating the balloon on the bardia foley catheter, urine was present in the water. When catheter was inserted 3 weeks prior, the balloon was filled with 10 cc of sterile water. The patient stated there was leakage of urine toward the end of third week and stated that the urine leakage was not a lot but just enough to dampen the brief. The water was yellow in color and there was approximately 8 cc of fluid returned from the balloon. No pain noted.

Event description:
It was reported that when deflating the balloon on the bardia foley catheter, urine was present in the water. When catheter was inserted 3 weeks prior, the balloon was filled with 10 cc of sterile water. The patient stated there was leakage of urine toward the end of third week and stated that the urine leakage was not a lot but just enough to dampen the brief. The water was yellow in color and there was approximately 8 cc of fluid returned from the balloon. No pain noted.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be for this failure mode could be user related (example: contact with sharp object/ exposure to petrolatum based products mechanical failure/operator error). A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore no additional action required at this time. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: caution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon burst. Store catheters at room temperature away from direct exposure to light, preferably in the original box. Single patient use only. Do not reuse and resterilize. For urological use only. Use luer slip syringe. Do not use needle. Visually inspect the product for any imperfections or surface deterioration prior to use. Do not use if package opened or damage. Recommended inflation capacities: 5cc balloon: use 10cc sterile water 30cc balloon: use 35cc sterile water do not exceed recommended capacities to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact and adequately trained professional for assistance, as directed by hospital protocol." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.the device was not returned.